Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow up received on (B)(6) 2008 respectively were processed together. This case involves a (B)(6) female on poly-l-lactic acid (sculptra) therapy. The patient reported that on (B)(6) 2008 poly-l-lactic acid was applied. On (B)(6) 2008, the patient started presenting with nodules. Two days after that, she returned to the physician who injected son nos substance in the nodules and some of the nodules drained a white liquid and others drained a dense blood. The nodules then grew and became inflamed, becoming similar to furuncle. The nodules drained and she visited the doctor again. The doctor prescribed nos injection which the effect lasts 20 days. At present her skin is presenting with red-colored hillocks 9 about 3 on the neck), a red-colored blotch in form of trace more hot in face (sic), and black blotches of one side of cheeks and "elevations" in the other. The outcome is ongoing. The reporter's causality is not provided. (B)(4). Additional information received on (B)(4) 2008: (B)(4) results were received. A batch record review was performed without hint to root cause. The review of device history report (DHR) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. Conclusion: no faults detectable.